Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the vessel. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. There was no reported device malfunction. The reported patient effect of intimal dissection is listed in the xience prime /xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of a coronary stenting procedure. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a procedure of the mildly tortuous, moderately calcified, mid left anterior descending (lad) artery, the 3.0 x 23 mm xience prime stent was implanted; however, a proximal stent edge dissection was noted. A different unspecified stent was used as treatment. The procedure was reported as successful with a good end result. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.